Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could confirm the reported phenomenon. Lines were displayed on the endoscopic image when the cable is manipulated. The endoscopic image was displayed as normal using serviceable cable assembly. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that the endoscopic image was not displayed and the error message was displayed as "unsupported scope". There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center could reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Olympus repair center confirmed that the sealing assembly related to the cable assembly was replaced. Omsc surmised that the user applied stress to the cable and damaged the cable assembly. If significant additional information is received, this report will be supplemented.